Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed for a single leaflet device attachment (slda). It was reported that on (B)(6) 2022, a patient presented with grade 4 degenerative mitral regurgitation and a thin posterior leaflet. Imaging was challenging due to a tortuous esophagus that deviated laterally and left, and away from the atrium. During first clip intervention, the posterior leaflet was shadowed. The xtw clip was implanted, and leaflet coaptation and insertion was satisfactory in all views. An slda occurred, with a detachment from the posterior leaflet. Subsequently both an ntw and xtw mitraclips were attempted, however, both clips were unable to achieve a solid grasp of the leaflets after the slda. Even using controlled gripper actuation, a good grasp could not be achieved. The mr was unchanged at 4. There was no adverse event or a clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution and single leaflet device attachment (slda) appear to be related to patient morphology/pathology. The unchanged mitral regurgitation (mr) appears to be related to the slda. Mr is listed in the fnstructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.